Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that during aortic arch replacement, the customer was recirculating water in the cooler unit of the device set at 25 degrees centigrade. They proceeded to turn the temperature to 37 degrees centigrade and an error alarm sounded. Without checking the error code, they rebooted the pump. The pump ran for a period of time and then alarmed again. The device was replaced with a backup unit and the procedure was completed without issue. No pt injury was reported. (B)(4).